Event description:
The silicone temp sensing foleys are occluding with urine sediment on patients who have no urinary tract infection (uti) or any urology issues. We had two open heart patients over the last two weeks had sediment develop. They both had to be removed and one of them deteriorated with part of the temperature wire becoming exposed. The sediment was a build-up crust of yellow orange color the length of the foley tube. Supply chain staff members at our facility were notified. Bard representative was contacted and agreed to work with our infection prevention nurse to investigate possible causes as well as discuss with staff that they should not use saline to irrigate. They found an alternative product. Since this happened to more than one patient, there are no specific details to share about the individual patients who experienced this outcome. No one was harmed.